Event description:
While implanting the device, the physician fractured the implant. A second implant was fractured while impacting. The procedure was successfully completed using two additional implants.

Manufacturer narrative:
Evaluation indicates that this event was due to excessive force and complex loads that were imparted on the implant as it was used as a distractor. Additional lot #60506901.